Manufacturer narrative:
The device has not been returned to the manufacturer, at this time, for evaluation. A history review of serial number (B)(4) showed no other similar complaint(s) from this serial number. Device has not been returned, at this time.

Event description:
Per biomed: site rite 6 probe 10145405 is causing some blank spots, artifact in the image. Possible damaged crystals in the probe.